Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple "cartridge errors" during the load process. In addition, it was reported that the pump did not declare any continuous glucose monitor (cgm) alerts; reportedly causing the customer to have low blood glucose (bg) levels at night. However, the bg values were not provided. The contact indicated that the customer will need a replacement usb cable to charge the pump; however it could not be confirmed if the replacement was requested due to a charging issue with the usb cable. The customer was not available to troubleshoot with tandem technical support at the time of the call due to the customer being incarcerated. Multiple follow up attempts were made to troubleshoot with the customer that have been unsuccessful.